Event description:
It was reported that the device was damaged, fractured locking clip was damaged during trailing of device. No parts or pieces fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. No patient information/medical history available. Device is returning.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the broken instrument reported was likely the result of not considering specific performance requirements to capture user needs and design inputs (material durability during reprocessing/sterilization as well as force applied over lifetime of device), which led to insufficient testing to demonstrate continued performance over time and resulted in fracture during surgical use.